Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. However, log analysis tool and screen shot of service screen were utilized. Blower overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. Root cause was determined to be due to user fault.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, logs has been checked and unit was continuously in use for 13 days. Nobody has checked the sinter filter and foam filter. Blower temperature was increasing continuously and reached more than 85 degrees. On the next start up. The unit triggered alarm 316 - blower failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 316 - blower failure. Furthermore, there was no information regarding patient associated with the reported event.